Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "the tissue sleeve, drill sleeve, trocar assembly would not fit through the designated hole in the targeting arm. Surgeon tried to tap the sleeves through w/a mallet. However, this resulted in the sleeves getting stuck in the targeting arm. After trying to mallet the sleeves out of the targeting arm, the surgeon noticed a femoral neck fracture where there was not one present before."